Event description:
It was reported that during a lap sigma procedure, the device tip broke and was removed out of situs. No further info is available. Another device was used to complete the case. There were no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 07/31/2008. Info anticipated, but unavailable at this time.